Manufacturer narrative:
The info received suggests a malfunction. However, the info provided is not adequate to confirm this and patient's parent has explicitly stated that she did not want to be contacted.

Event description:
Mother of patient states freedom60 infusion pump shut off while infusing and the whole treatment wasn't able to be infused. Mother stated, it was frustrating as her daughter got sick as a result. Mom was in the middle of unpacking after a move and did not elaborate. No additional info was provided & mother declined to be contacted.